Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified that there is metal transfer marks on the spherical radius of the ceramic head. Dimensional analysis of the head height and diameter are conforming confirming that the part returned matches the item number in the complaint. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. Radiographs were provided and reviewed by a radiologist. Left total hip arthroplasty with polyethylene wear of the acetabular component and possible dislocation. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: associated products: item reference(B)(4), item name: cer option type 1 tpr sleve -6, lot number 2971089. Item reference:(B)(4), item name: act artic e1 hip brg 28x44mm, lot number 885030. Item reference:(B)(4), item name: g7 dual mobility liner 44mm f, lot number 870660. Item reference: (B)(4), item name: bone scr 6.5x30 self-tap, lot number 64531906. Item reference: (B)(4), item name: g7 osseoti multihole 54mm f, lot number 6575098. Item reference: (B)(4), item name: tprlc 133 t1 pps so 14x148mm, lot number 6537092. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure three (3) years and four (4) months post implantation due to a dislocation of the patient's dual mobility bearing and disassociated head from the active articulation head. Attempts have been made and no further information has been provided.